Event description:
During a distal fibula procedure, the surgeon inserted a screw. A picture was taken and showed the threads peeled from the shaft of the screw. Surgeon removed the screw and all the pieces of the peeled threads. No pieces remain in the pt. Surgeon inserted another screw and completed the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.